Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had been having constant pain at the implantable neurostimulator (ins) for ¿approximately three days.¿ the patient continued to receive therapy with pain relief and denied any loss of therapy. The pain at implant area was still present even when stimulation was turned off. There were no swelling or any other visible symptoms present. Impedances were within normal range. At the time of the report the patient was alive with no injury. It was later reported that the cause of the event was unknown but was attributed to the ¿generator.¿ it was noted that the patient did not require hospitalization and sustained no injury. Additional information received reported that the surgeon revised the pocket to implant the ins deeper since it was a non-rechargeable model. At the time of report the patient was described as alive with no injury. If additional information is received, a supplemental report will be submitted.